Event description:
A medtronic representative reported that while in a l5-s2 fusion procedure, the tip of a navigated driver instrument sheared off while implanting the s2 screw. The tip was removed and a non-navigated screwdriver was used to tighten the screw. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
The device was returned to the manufacturer for analysis and showed signs of physical damage. As reported, the tip of the driver had been broken off. Otherwise, the instrument was found to be in good condition. The reported event was confirmed. The most likely cause of the report was over-torquing the device during use. The device was replaced to resolve the issue.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). No parts have been received by the manufacturer for analysis.